Manufacturer narrative:
1. 1.DHR/bhr review lot#4081482. 1-this batch of products were assembled at intima ii auto line 4 in april, 2024, and packaged at r240 package line in april, 2024. Batch size is (B)(4) ea. 2-in this batch, 400pcs were performed septum leakage test in-process test and 32pcs in outgoing test, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-septum batches used in this batch are 4082691 and 4082692, review the raw material inspection records, dimension and appearance have no abnormalities, which both meet specification. 5-check the maintenance record of the septum related assembly equipment, no abnormal maintenance. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for septum leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. Conclusion(s): no abnormality was found in the process and retained samples, because no samples and photos were returned, deep analysis is unavailable, so the root cause of the leakage could not be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bdintima-ii y 20gax1.16in prn/ec slm leaked at septum there was blood leakage from the isolation plug during use. No claim is necessary. A complaint response letter and a complaint acceptance letter are required. The defective product cannot be returned, but photos can be provided.